Manufacturer narrative:
Approximate age of device - 1 years, 2 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The heartmate ii instructions for use lists stroke and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted with complaints of right hand tingling/transient ischemic attack (tia). Lactate dehydrogenase (ldh) levels were 592 with blood in urinalysis. A head CT scan showed an acute left frontal cerebrovascular accident (cva). It was noted that there were no changes to patient condition or anticoagulation status that may have contributed to the elevated ldh or the stroke. The patient was put on a heparin drip with increased international normalized ratio (inr) goal of 3.0-3.5. Ldh peaked at 636. Patient became stable and was discharged. No additional information was provided.